Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report from the biomed that on (B)(6) 2021, stating that telemetry beds went offline on xhibit central for about 5 minutes, and in ca, there is a gap for those beds that match. No injury was reported by the hospital for this event.

Manufacturer narrative:
Device self-rebooted, and the issue resolved on its own. The product support specialist reviewed xhibit device logs and confirmed the reported issues. During the investigation, logs showed a power loss issue. The device continued to be used at the hospital, and no reoccurrences have occurred. This report is considered final. H3 other text: placeholder.